Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large wherein a hemostatic valve separation issue occurred, along with a brim cap detachment. It was reported that at the beginning of the procedure, before use on patient, the orange ring around the introduction valve was detached and there was a leak observed. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was exchanged for another. There were no patient consequences. On 11/6/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection identified, ¿the hub is separated from its inner mechanisms. The brim cap is missing parts of it¿s sides in 2 places. Brim cap and both valves.¿ the returned conditions continue to be considered MDR reportable malfunctions. Device evaluation details: on 11/22/2019, the device evaluation was completed. The device was inspected upon receipt and the brim cap, hemostatic valve and friction ring were found detached. Brim cap was broken with missing pieces. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The customer complaint was confirmed. The root cause of brim cap broken cannot be determined, however, an internal corrective was created to investigate this issue. Additionally, according to pictures provided by customer, hemostatic valve and brim cap were observed detached. Based on those pictures, the customer¿s complaint was also confirmed. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
Still pending is the manufacturer record evaluation including manufactured and expiration dates. Therefore, a supplemental report will be submitted. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large wherein a hemostatic valve separation issue occurred, along with a brim cap detachment. It was reported that at the beginning of the procedure, before use on patient, the orange ring around the introduction valve was detached and there was a leak observed. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was exchanged for another. There were no patient consequences. The reported event has been assessed as an MDR reportable malfunction.